Event description:
Knee infection. Information was received in 2002 from a physician's office regarding a patient with a history of degenerative joint disease and patella chondromalacia. The patient had received two previous synvisc series, in 1999 and 2000, without problems. The caller reported the patient received one synvisc injection in the left knee in 2002 and experienced effusion, swelling and limited range of motion in the left knee 1 wk later. The patient reportedly experienced no excessive knee warmth or redness. 55 cc of slightly turbid synovial fluid were aspirated and sent for culture and sensitivity, gram stain, cell count and crystals. Results were reported as "normal and negative for infection". The patient was prescribed keflex (500 mg po qid) for 10 days. 4 days later, the patient was seen by the physician, and the left knee pain and swelling were dramatically decreased. The manufacturing quality assurance department performed a data review that did not identify any product trends that could potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variability. Upon retrospective review of the information provided, the manufacturer's medical affairs department has assessed the clinical scenario to have met the serious injury criteria. Although a diagnosis was not provided by the treating physician, and the results of a synovial fluid culture from the injected knee were reported as negative for infection, the manufacturer has evaluated the patient's symptoms as consistent with a "knee infection" based on the "turbid" synovial fluid, which suggests a high level of leukocytes, and given the fact that the patient was prescribed an aggressive antibiotic regimen (keflex 500mg po qid x10 days) as therapeutic treatment. The possibility cannot be ruled out that synvisc may have caused or contributed to the adverse event(s); therefore, this report is being submitted to the FDA as a 30-day report.